Event description:
The surgeon, informed product specialist of osteosynthesis that the conical extractor broke during surgery when removing the screw. The tip of the conical extractor is broken. The surgeon managed to continue the operation.

Manufacturer narrative:
Eval summary: eval revealed the conical extractor to be the primary product. Deviations in the mfg and inspection documents were not found, the function was given in full on the device at the stage of delivery. The item was documented as faultless prior to distribution. The breakage of the extractor tip was caused by bending forces. The instrument is laser-marked with the info "do not lever" to prevent this issue. The functionality of the conical extractor was tested successfully in house.